Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 35. The customer saw water in the battery compartment after they went swimming. The customer was unable to rewind the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with blank display due to corroded electronic assemblies. We were unable to verify pump error 35 due to blank display. The device was received with corroded motor home switch and corroded battery tube. The device was received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment, missing display window cover, keypad overlay texture damage and minor scratches on lcd window.